Event description:
A hospital reported to our distributor that a respiratory humidifier alarmed to indicate humidity was low in a set-up composed of the rt226 infant low flow breathing circuit and servo-I ventilator. It seemed that the heater wire of the breathing circuit had become unhooked. The breathing circuit had been used for over 7 days. No patient consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher and paykel healthcare by a distributor. The product is not sold in the USA, but it is similar to a product which is sold in the USA. Method: although several rt226 breathing circuits were returned, the faulty device itself was not. Our analysis is accordingly based on the event description and analyses of similar complaints. Results: the event description states that the heater wire was 'unhooked.' A lot check revealed 1 other complaint of this nature for this lot number. Conclusion: the heater wire in each breathing circuit is anchored inside the corrugated tube by a retention clip. A random sampling test of product from the production line indicates that the retention clips of a proportion of breathing circuits exhibit a noticeable tilt that current specifications allow. Stretching of those tubes with a tilted retention clip by the operator whilst the breathing circuit is in use, can cause the clip to dislodge and allow the heater wire a small amount of retraction. Breathing circuits with tilted retention clips are currently being examined further to determine the exact cause of the retraction. Our user instructions contain a warning to the user not to "stretch" or "milk" the tube as this has been indicated to be a possible cause of heater wire retraction. In addition, fisher and paykel healthcare recommends that users replace the breathing circuits after 7 days of use. Our monitoring and trending of heater wire retraction events in infant breathing circuits has a rate of occurrence.